Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of foam particles inside the blower kit and dust failure. Additionally, the service technician also noted error codes e-65 (err_stuck_encoder_a), e-63 (err_stuck_knob_key), and e-6 (err_state_machine) and there is a present of contamination which is a dust fail. The device was scrapped by the service center after the evaluation was completed.